Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported peeling was unable to be confirmed, but the polymer was noted to be torn. The reported material bunching was confirmed. The reported difficult to advance/position was unable to be confirmed due to the returned condition of the wire and the sensor devise not returning. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information and the returned analysis, it is likely that during advancement through the anatomy and sensor device, the polymer became damaged. Manipulation during retraction likely resulted in the noted polymer damages and the appearance of peeling and subsequent damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention to implant a sensor in the pulmonary artery, while advancing the command 18 guide wire through the non-abbott vascular sensor, resistance was met. The wire was removed without resistance and inspected. It was noted that the guide wire coating was bunched and peeling. A new sensor and guide wire were used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.